Event description:
It was reported that when using the bd pyxis¿ medbank tower system cabinet was off following the power outage. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) assisted with restoring the cabinet after it was powered off. The tss guided the user to turn the cabinet back on using the power button located underneath the monitor and confirmed that the cabinet was online on lmi and was synchronizing successfully in myqlink. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.